Manufacturer narrative:
Due to the overheating of the module the root cause is determined to be a component issue. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action required.

Manufacturer narrative:
The device history record review is complete with no anomalies noted. The power supply module was returned and evaluated. The module overheated and lost power during testing. The user interface module was also returned and evaluated and was found to meet specifications. The investigation is ongoing.

Event description:
The user facility reported, the system shut down during surgery. No patient injury.